Event description:
The patient was implanted with a left ventricular assist device (lvad) in 2004. The vad coordinator reported that this patient is experiencing lvad inflow valve insufficiency as evidenced by increasing shortness of breath (sob) and an increase in beat rate in auto mode (103-117bpm range). The patient has had the lvad implanted for about 14 months. In addition to the clinical symptoms, the hospital has performed a cardiac cath and echos. The cath shows abnormal inflow and outflow pressures. The patient was taken to the or in 2005, to replace the lvad due to inflow insufficiency with the manufacturer's clinical trial device. During pump replacement surgery a pseudoaneurysm was noted at the left apex upon lvad removal. The lvad was removed and the manufacturer's clinical trial device was inserted. There was difficulty weaning the patient from cardiopulmonary bypass (cpb) and another manufacturer's rvad was inserted for right ventricular (rv) failure. The patient was ultimately weaned from bypass, but expired in the or due to extreme pulmonary hypertension. The lvad was returned to the manufacturer for analysis. The lvad was received in 2005.